Event description:
It was reported that the distal tip of the guidewire detached. The 100% stenosed target lesion was located in the tortuous and severe calcified anterior tibial artery. A savion flx guidewire was selected for a peripheral intervention. The guidewire was inserted into the patient with a subtotaled anterior with severe calcium, access with a 45cm sheath that went up and over the iliac to the contralateral superficial femoral artery (sfa). During the procedure, the tip of the guidewire became separated in a part of the anterior vessel where the calcium was severe. The detached tip of the guidewire was not recovered and was left in the patient due to the vessel was already a subtotaled and did have disease where there was occluded. The procedure was abandoned. The patient was in stable condition and there was no negative sequelae.

Manufacturer narrative:
A2: age at time of event: 50's. Device evaluated by manufacturer: the returned product consisted of a savion flx guidewire. The visual inspection revealed that the guidewire distal tip was bent. During the microscope inspection, it was encountered that the polymer jacket distal end had a detached section and it was not returned. The core wire protruded from the polymer jacket end. The detached section was located approximately at 117.5 inches from the proximal end. The overall length dimensional test could not be performed due to the polymer jacket detachment. The outer diameter (od) of the distal tip, middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 50's.

Event description:
It was reported that the distal tip of the guidewire detached. The 100% stenosed target lesion was located in the tortuous and severe calcified anterior tibial artery. A savion flx guidewire was selected for a peripheral intervention. The guidewire was inserted into the patient with a subtotaled anterior with severe calcium, access with a 45cm sheath that went up and over the iliac to the contralateral superficial femoral artery (sfa). During the procedure, the tip of the guidewire became separated in a part of the anterior vessel where the calcium was severe. The detached tip of the guidewire was not recovered and was left in the patient due to the vessel was already a subtotaled and did have disease where there was occluded. The procedure was abandoned. The patient was in stable condition and there was no negative sequelae.